Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss after a generator test. No patient harm was reported. Attempt #1: on 07/23/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: on 07/29/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3: on 08/11/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss after a generator test. No patient harm was reported.